Manufacturer narrative:
The customer¿s report of filter leaks around the seam was confirmed. Visual inspection of the set noted clear liquid inside the set¿s tubing above the 1.2 micron ped filter inlet port. No anomalies were observed. Functional and pressure confirmed a small droplet leaking from the 1.2 micron ped filter¿s weld line nearest to the filter¿s inlet port. The root cause of the leak was not identified.

Event description:
It was reported that the staff experienced filter leaks around the seam during a saline or ¿other infusion¿ when attached to either a bifuse or trifuse set. The user stated that the leaks occur at various time frames, sometimes instantaneously or a day later with varied programming rates. The customer indicated there was no patient harm.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested however not provided. Concomitant medical products: 8015, 8110, 8100, pri tubing, syr tube, bifuse, trifuse, syringe. Therapy date unk.

Event description:
It was reported that the staff experienced filter leaks around the seam during a saline or ¿other infusion¿ when attached to either a bifuse or trifuse set. The user stated that the leaks occur at various time frames, sometimes instantaneously or a day later with varied programming rates. The customer indicated there was no patient harm.